Manufacturer narrative:
(B)(4). Device evaluated by MFR: even though the device was not returned, there was a photo of the damage to the jetstream device attached to the complaint record provided by the customer. The photo revealed that the infusion line shaft was burst and there was numerous kinking of the shaft near the burst area. It was reported that the complaint device was used with a nav6 wire, which is not one of the compatible guidewires per the dfu. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system. ¿compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm. Thruway¿ 0.014 in (0.36 mm) 300 cm. Abbott vascular hi-torque spartacore¿ 14. Abbott vascular hi-torque iron man¿ 0.014 in¿. (B)(4).

Event description:
It was reported that the infusion line burst. A 1.6 mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure. During procedure, the system displayed grd errors. The physician adjusted the proximal end of the wire in the guard, and they were able to proceed with atherectomy in the target lesion. When the catheter was removed, it was observed to be kinked and the outer sheath appeared to be deformed and burst. There were no patient complications reported and the patient was well post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream sc-1.6 atherectomy catheter in one piece. Visual inspection of the device revealed that the device had been altered. The pod and the catheter shaft were inspected for damage. The baton, aspiration tubing and the electrical connections were cut from the device as returned. The device showed buckling/kink damage in multiple areas on the catheter shaft from 51cm to 55.7cm. Functional testing could not be completed due to the extreme damage on the device. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 57cm from the tip of the catheter. The damage that was noticed is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The gard error could not be confirmed due to the user damage when the device was received. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that the physician used superficial femoral artery access with an antegrade approach to treat the target lesions of the distal superficial femoral artery and the tibioperoneal trunk. It was also reported that the burst occurred proximal to the pod on a section of the catheter that remained external to the patient, and saline was leaking from the burst infusion line.